Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23835. It was reported that during surgery on (B)(6) 2020, the right-side lead located at s1 could not be completely removed after blunt dissection to fascia. As a result, the lead was cut and a portion of the lead was removed while part of the lead was left inside patient. It is unknown which lead is related to the issue, so all suspected leads are being reported.